Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04484. It was reported the patient's leads migrated. The issue was confirmed via imaging. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein both leads were explanted and only one new lead was implanted due to obstruction (reference reg report: (B)(4).) Reportedly, effective therapy was established post-operatively.